Event description:
A surgeon reported three patients have presented with post-operative corneal edema. The surgeon suggested it was caused by the equipment. He stated he had changed techniques, but the problem persists. Add'l info was received reporting many patients have had diffuse edema since starting to use the equipment. Many of the reported cases were persistent, lasting one month, but most of them recovered with eye drops. The surgeon has since increased viscoelastic use, changed the parameters, and decreased the ultrasound use without any improvements.

Manufacturer narrative:
No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).